Event description:
Initial reporter indicated that they had a learning disabled patient who had a first device which developed early high impedance. The lead was explanted and replaced. Good faith attempts are being made for additional details about the reported event.